Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacing impedance was high and had begun increasing since april/may 2025 until finally going over the normal range on the right ventricular (rv) lead. Rv lead capture was also noted to have increased significantly. The physician believed this was possibly due to scarring at the site where the rv lead tip was located. Due to the absence of any other issue, the doctor chose to monitor the patient. The patient was stable and unaware of any issues.